Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that this is the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number unavailable. A medtronic representative tested the equipment at the site. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the when trying to download a patient exam from electronic picture archiving and communication systems (pacs), the medtronic representative (rep) received a red x and error code 732. The rep was able to ping pacs. Technical services (ts) suggested that the rep communicate with pacs/it to confirm correct permissions were given to the system. It was noted that a similar issue was previously seen when multiple systems at the site had the same pacs configuration. There was no patient present when this issue was identified. The rep called in at a later date and stated the issue was still occurring. The rep got all green in the digital intercommunication of medicine (dicom) test. Ts recommended confirming with pacs the application entity (ae) title and port information was accurate. The rep then provided another update and reported that the account confirmed the issue was on the pacs side. The networking credentials were fine.